Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 540 mg/dl; cause was unknown. Customer administered a bolus via the pump and was treated with intravenous fluids of saline and insulin at the ER to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.